Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed 1 of 2 sensors failed for high readings, the remaining sensor passed per specifications with accurate readings. Also found both sensors with bent cannula.

Event description:
Customer reported a lost sensor alert. The blood glucose reading was 109 mg/dl. He stated that the sensor was fully inserted and flat against the skin. He stated that the connection bridge was damaged and that the cannula was split at the end. He stated that the metal part had split from the plastic part. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.